Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam lever/foot could not be determined. Factors that may contribute to mechanical jam lever/difficult deploy the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of the common femoral artery vessel using a proglide device after a intracranial aneurysm procedure using an 8f sheath. Reportedly, the foot was unable to deploy and the lever was unable to open. An additional proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.